Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available test records confirmed a gradually increase of the pacing impedance trend curve from 1900 ohms to 3000 ohms between (B)(6) 2019 and (B)(6) 2019. Furthermore the available data showed a gradually increase of the pacing threshold from 1.5v to 4.4v between (B)(6) 2019 and (B)(6) 2019 with no further recordings thereafter. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that approx. 61 months after the implantation, this lead was explanted due to increased pacing thresholds and out of range impedance values (greater than 3000 ohms).